Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. Data was provided for investigation but does not reflect the alleged device. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: device availability additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: adverse event problem correction/additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.